Manufacturer narrative:
The system was explanted and returned for analysis. Visual inspection of the returned devices did not find any anomaly. Functional testing was performed and the devices operated to specifications. Review of the patient's diagnostic data also showed no evidence of a device malfunction. The manufacturing records were reviewed and no nonconformities were found.

Manufacturer narrative:
Nevro is awaiting the return of the explanted device. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that the corner of the ipg was protruding from the patient's skin. The clinicians believe the issue was caused by the patient's weight loss and the area being rubbed due to being located at the belt line. The device was explanted and replaced. There have been no reports of further complications regarding this event.